Event description:
It was reported that: "pt presented with (B)(6) infection."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #s 2249697-2010-01093, 01094 & 01096.